Event description:
It was reported that the ptca procedure was to treat a concentric, de novo lesion in the mid rca, with mild tortusity and heavy calcification. An intermediate guide wire could not cross the lesion. Using another company's dilatation catheter as support, an attempt was made to approach the lesion, but the guide wire was still unable to cross the lesion and the tip had become kniked. The intermediate guide wire was going to be switched out for a different guide wire, but the tip was caught in the lesion and when it was removed from the patient, the tip was found to be separated and the tip remained inside the patient. The procedure was closed at this time as it was confirmed that the co-lateral, extending from the lcx, was providing blood flow. It was reported that a future surgery will be planned.